Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were recorded on the device. Technical support was contacted, however, no known intervention has been performed. The patient was stable and will continue to be monitored.